Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device box label is cut off and missing the catalog number and quantity. The device was manufactured in 2020. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The potential probable cause for this event is likely a manufacturing process error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event, because of the following reason: the nonconformity was identified in a smith and nephew warehouse in three devices (report numbers: 1020279-2021-00451, 1020279-2021-00488, 1020279-2021-00487) / (internal reference numbers: (B)(4)) and actions have been taken to address the problem internally within the smith and nephew quality system. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the label on the packaging is not compliance. It does not contain the sku number. No case involved.